Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was almost 36.5c during rewarm, but now the flow had dropped to 0.4lpm and the water temperature was decreasing (29c) in an arctic sun device. Flow rate (fr) was 0.4lpm, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 31%. The nurse could find a place in the tubing where it was "flat" where the tubing goes into the pad. They cannot get it to stay open. The nurse stated they will continue to manipulate the tubing to see if they can get it to stay open. If not, they will replace the pad. Nurse stated they would call back if unable to resolve. No further calls.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The instructions for use were reviewed and found to be adequate. A DHR could not be performed since no lot number was provided. All available UDI information is being provided per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was almost 36.5c during rewarm, but now the flow had dropped to 0.4lpm and the water temperature was decreasing (29c) in an arctic sun device. Flow rate (fr) was 0.4lpm, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 31%. The nurse could find a place in the tubing where it was "flat" where the tubing goes into the pad. They cannot get it to stay open. The nurse stated they will continue to manipulate the tubing to see if they can get it to stay open. If not, they will replace the pad. Nurse stated they would call back if unable to resolve. No further calls.